Event description:
It was reported that the patient was charging the ipg frequently and communication error showed on remote control. It was also reported that patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch/lot: 17432789.